Event description:
In 2008, the sales rep reported that during surgery the dr inserted the cage and the front of the cage cracked. Additional info received via telephone on the following month, the sales rep reported that during surgery on levels l5-s1 the surgeon had threaded the cage on the impactor and when the surgeon was trying to tamp the implant the front of the cage cracked but did not break. The surgeon was able to explant the cage with all pieces intact since it just cracked and did not break and implanted a wider size cage.

Manufacturer narrative:
Eval is pending upon the return of the product.